Event description:
It was reported that the balloon failed to inflate. An uromax ultra balloon dilation catheter had been selected. At an unspecified time, the balloon was inflated but the balloon appeared to be leaking and would not inflate.